Event description:
(B)(4). Event took place in (B)(6). This is not a device failure but a user error. Final user reported: after placing the catheter and removing the needle, an occlusion was noticed when injecting the drug. The catheter was then removed and found with a bent end. Number 3 epilong I belonging to lot number 789 showed this behavior. After our visit to the customer, we found out: catheter was not properly fixed to the injection point. The feedback / complaint has not been evaluated as a severe adverse event and still is not. The (B)(4) ministery of health requested to file a report for formal reasons.

Manufacturer narrative:
The device has not been returned to manufacturer for evaluation. At this point of time no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further information becomes available, pajunk considers this file as closed.